Event description:
It was reported that post MRI interrogation was not done, pump did not recognize the rotors had reinitiated. Reinterrogation showed pump function and motor stall recovery. The patient was stable and receiving effective therapy.

Event description:
It was reported that a confirmed motor stall occurred. The motor stall was noted in the event logs with no motor stall recovery recorded. It was indicated that the patient had a magnetic resonance imaging (MRI) in july and afterwards, the pump was never checked. At refill on (B)(6) 2012, the stall was noted on pump (8840), however no withdrawal symptoms occurred. The drug delivered via pump was morphine. Additional information had been requested, but was not available ad of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).